Event description:
It was reported that during an inspection at the warehouse, before installing into the site, the navio displayed the error message ("an error occurred during initialization: touchscreen communication compromised. Please check the usb connection and restart). Thus, the navio was shut down. After that, the navio was tried to be booted up, but there was no response. Later, the error messages "¿40000000000¿ and ¿41800000000" were displayed. No patient was involved.

Manufacturer narrative:
H3, h6: the navio surgical system japan, part number rob00043, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The evaluation followed pv009. Tested unit and passed hp test with no issues. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is loose/no connection of the siu to the navio system, or power strip is not receiving power. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.